Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had two stored episodes of noise with oversensing that led to pacing inhibition. The noise was unable to be reproduced with isometrics or pocket manipulation. Boston scientific technical services (ts) reviewed strips and noted the possibility that the patient was having diaphragmatic oversensing. Ts discussed additional testing. The system remains in service and the sensing was changed from nominal to 0.7 mv. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that this system has continued to exhibit noise, oversensing and pacing inhibition. There were no pacing pauses greater than two seconds and the patient was asymptomatic. The noise could be reproduced during isometrics. Due to the patient's age, the physician does not want to perform any invasive procedures. Therefore, some reprogramming was performed. A boston scientific technical services consultant reviewed the possible causes of the reported clinical observations. The patient will continue to be followed. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the receipt of additional pertinent information.

Manufacturer narrative:
Additional information was received that there was another episode of myopotential noise which was oversensed. The episode was three fast beats with a one second duration and then the patient's intrinsic beat came through. No further episodes have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.